Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause; insufficient information. Source; email.

Event description:
This report was received through a skilled nursing facility survey conducted by the ahca. Reported 3 false positive sars results for one asymptomatic patient (off-label use at the time). This report is to indicate one of the false positive results, and additional mdrs will be filed for the other instances (1 of 3). The facility communicated the result was confirmed negative by molecular (pcr testing).